Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it has a motor fault. The customer stated he exchanged the power supply and was able to duplicate the problem. The customer reported there was no patient involvement associated with this event.